Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned during the pacemaker normal battery replacement procedure. High pacing thresholds were previously noted and it was confirmed that the suture had been directly tied to the lead and had cut through the outer insulation. A new lead was implanted successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.